Event description:
A customer reported experiencing cartridge alarm 20 on multiple occasions during insulin delivery. Despite this issue, there was no adverse impact on the customer's blood glucose levels, as they did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.